Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case reported by a consumer via patient support program, concerns a (B)(6) chinese male patient. Medical history and concomitant medication were not provided. The patient received human insulin 30% regular + 70% nph (rdna origin) (humulin 70/30), 12iu in the morning and 14iu at night, subcutaneously, for the treatment of diabetes mellitus, unknown start date. In (B)(6) 2015, during treatment with human insulin 30% regular + 70% nph via humapen ergo ii, patient fell in a faint and was taken to a hospital; inspection found the cause of the faint was high blood sugar. It was reported that humapen ergo ii (lot 0704d01/(B)(4)) presented an issue and that human insulin 30% regular + 70% nph could not be injected, which led to high blood sugar. No information of corrective treatment was provided. The outcome of the event was unknown. The treatment with human insulin 30% regular + 70% nph was continued. It was unknown if the patient was the operator of the device and if he was trained. It was unknown how long the device model and the reported device had been used. The treatment with humapen ergo ii was discontinued in (B)(6) 2015. The device was not expected to return and malfunction evaluation will not be possible. The reporting consumer did not know if the event faint was related to human insulin 30% regular + 70% nph; no relatedness opinion was provided for the remaining events. Edit 29mar2016. Case was opened to enter medwatch device fields for device mailing. Update 29mar2016. Additional information received 24mar2016 from the product complaint safety database. To the device tab added the lot number and updated the narrative accordingly.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 04may2016. No further follow up is planned. Evaluation summary a male patient reported that the injection button on his humapen ergo ii device could be pushed down, but no insulin would come out. The patient experienced increased blood glucose. The investigation of the returned device (batch 0704d01, manufactured july 2007) found that the body of the device was cracked and the cartridge holder device thread end was cracked. This damaged rendered the device non-functional. The damage was consistent with excessive force while in the field. The user manual provides instructions for the proper use and care of the device. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (2007), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The device body and the cartridge holder device thread end were cracked, which is consistent with damage while in the field. This may be relevant to the complaint of increased blood glucose. Additionally, based on the manufacture date, it is likely the patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of increased blood glucose.

Event description:
(B)(4). This solicited case reported by a consumer via patient support program, concerns a (B)(6)-years-old (B)(6) male patient. Medical history and concomitant medication were not provided. The patient received human insulin 30% regular + 70% nph (rdna origin) (humulin 70/30), 12iu in the morning and 14iu at night, subcutaneously, for the treatment of diabetes mellitus, unknown start date. In (B)(6) 2015, during treatment with human insulin 30% regular + 70% nph via humapen ergo ii, patient fell in a faint and was taken to a hospital; inspection found the cause of the faint was high blood sugar. It was reported that humapen ergo ii (lot 0704d01/(B)(4)) presented an issue and that human insulin 30% regular + 70% nph could not be injected, which led to high blood sugar. No information of corrective treatment was provided. The outcome of the event was unknown. The treatment with human insulin 30% regular + 70% nph was continued. It was unknown if the patient was the operator of the device and if he was trained. It was unknown how long the device model and the reported device had been used. The treatment with humapen ergo ii was discontinued in (B)(6) 2015. The device was returned on 24mar2016. The reporting consumer did not know if the event faint was related to human insulin 30% regular + 70% nph; no relatedness opinion was provided for the remaining events. Edit 29mar2016. Case was opened to enter medwatch device fields for device mailing. Update 29mar2016. Additional information received 24mar2016 from the product complaint safety database. To the device tab added the lot number and updated the narrative accordingly. Edit 15-apr-2016: (B)(4) was received on 17-mar-2016. (B)(4) was retransmitted but this pc had already processed. No further adverse event information was added. Update 04may2016: additional information received on 03may2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the improper use and storage to yes; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative.